Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing was observed during automatic mode switching episodes. Programming changes were made. Device remains implanted. Patient will be followed up routinely.